Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an enterococcus bacteremia infection. The source of the infection could not be found. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. A new crt-d system was implanted on the right side. No further patient complications have been reported as a result of this event.